Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a procedure. According to the complainant, the stent system failed to cross the lesion. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed on the delivery system. The shaft of the device was kinked at the proximal end of the mounted stent. During a functional analysis, it was possible to retract the outer sheath and deploy the remainder of the stent without any issues. No issues were noted with the deployed stent or the profile of the tip of the device and shaft. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause classification for this event is "operational context."

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a procedure. According to the complainant, the stent system failed to cross the lesion. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.